Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor lv 10 device ruptured an hour before the end of an infusion on a pediatric patient. The device was infusing an antibiotic when the rupture occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).the customer did not send the device to baxter for evaluation. Therefore, the reported condition of a ruptured reservoir could not be confirmed. Should the sample and/or additional information be received, a follow-up medwatch will be submitted.